Event description:
It was reported that the right ventricular lead exhibited oversensing. During lead extraction, the superior vena cava (svc) tore and effusion occurred. The right ventricular (rv) lead was capped. The atrial and left ventricular lead were reported as no longer functional but left implanted with pacing and defibrillation programmed off. The patient was stable.